Manufacturer narrative:
(B)(4).

Event description:
It was reported that interrogation using the antenna with multiple programmers were impossible. Interrogation with the wand was successful. The device was not used, and a different one was implanted instead.

Manufacturer narrative:
The reported field event of an inability to interrogate the device with rf telemetry was confirmed in the laboratory and was caused by an anomalous state of an rf component. The cause of the anomalous state could not be determined.